Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the log files. The provided log file from the returned system controller (serial number (B)(6), evaluated separately), as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 1 day ((B)(6)2022 ¿ (B)(6)2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline communication fault alarm was observed on (B)(6)2022 at 6:50, correlating to a ¿com_a_fault¿ sub-fault. The alarm remained active until the driveline was disconnected on (B)(6)2022 at 10:16 to conduct the reported controller exchange, and no other notable events were observed. The returned modular cable (lot number 7437046) was functionally tested alongside the returned system controller, and atypical events were unable to be reproduced throughout all testing, even when the mod cable was manipulated by hand. The integrity of the mod cable¿s inner wires was also measured, and no atypical measurements were found. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 7437046, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault alarm on (B)(6) 2022. Log files confirmed a driveline communication fault on (B)(6) 2022 at 06:50. The modular cable and system controller were exchanged and the alarms resolved. Controller MFR #: 2916596-2022-14354.